Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after an intertan surgery had been performed on (B)(6) 2021, the patient experienced pain post surgery. The x-rays showed backing out of the compression screw used with an intertan device which was locked with the set screw. Also, the surgical team are still deciding on appropriate treatment for the patient. It is unknown how the adverse event was solved and current health status of patient.